Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer cribriform occluder was implanted using an abbott delivery system. The defect measured 9.86 mm, and the total septal length from rim to rim was 26 mm. Device sizing was determined by measuring the tunnel length, the maximum elevation of the septum, and the length from the point where the guide passed to the end of the defect. Transesophageal echocardiography (tee) was used as the imaging modality during the procedure. The patient remained stable throughout the procedure, with no rhythm changes observed. On the following morning, a tee examination indicated that the device had become displaced; however, it was noted that the device had not completely dislodged from the implant site. The implanter reported uncertainty regarding the cause of the migration, considering that the sizing had been believed to be correct. The patient experienced no clinical signs or symptoms during or after the event. Device displacement was identified during the discharge-day tee. A decision was made to re-operate in order to recapture the device. The device was successfully recaptured using a snare, and the clinical team elected to implant a larger device. The procedure was completed without any adverse consequences for the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and cine review, the cause for the reported device migration could not be determined. An unexpected medical intervention was a result of case specific circumstances, as the device was removed via snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.